Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 329 mg/dl. Customer stated that insulin pump was not working and her blood glucose was not going down after a bolus. The user alleged the insulin pump was under delivering insulin due to manual injection bring her blood glucose down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.